Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had an electrical reset, and the battery voltage indicates that the device is approaching elective replacement. The device remains in use. No patient complications have been reported as a result of this event.